Event description:
The user facility reported that their e-z lift beach chair accessory had detached and fell from their 4085 surgical table during a patient procedure. No report of injury or delay.

Manufacturer narrative:
A steris service technician arrived on site to inspect the reported device. The customer informed the technician that while the patient was on the table, the attendant tried to raise the patient's legs without configuring the table hand control for the reverse patient orientation operation. This resulted in the table leg section receptacles moving upward in response to the command which pushed and detached the e-z beach chair accessory. The patient fell back as the accessory fell off. The technician further examined the table and found it to be undamaged and operational. The e-z beach chair accessory had sustained damaged and was removed from service pending a replacement. The 4085 surgical table operator manual states: "reverse patient orientation, definition: the headrest is attached to the leg section and the patient oriented with head on headrest. Some surgeries (for example, shoulder injuries) require the patient to be in reverse positioning and the table to be operated in a reverse configuration. Press reverse orientation button on hand control and hold for two seconds, yellow led should light beside graphic representation of reverse orientation. Press reverse orientation button again and hold for two seconds to cancel reverse orientation function and green led lights beside graphic representation of normal orientation. When reverse orientation button is pressed, all other hand control commands (through the control system) note the new patient head position. Trendelenburg and lateral tilt movements and back and leg sections are automatically reversed." The technician counseled user facility personnel on the use and operation of the 4085 surgical table as it relates to the use of the e-z beach chair accessory. No additional issues have been reported.